Manufacturer narrative:
Reported event: tines twisted/tangled. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen superslim electrode was used during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the electrode was able to perform the first ablation without any issues. Before the second ablation, the electrode was examined and when the tines were extended they seemed to be twisted and tangled with one another. The tines were retracted and extended again and the tines were back to normal and they were reported to be evenly spaced. The electrode performed its second ablation and finished the procedure without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the complaint device found the array to be fully retracted and no issues were noted to the cannula. A functional evaluation of the device found the array to extend and retract without any issues. However, the tines were found to be unevenly spaced and slightly bent. The complaint was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 1, 2013 that a leveen superslim electrode was used during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the electrode was able to perform the first ablation without any issues. Before the second ablation, the electrode was examined and when the tines were extended they seemed to be twisted and tangled with one another. The tines were retracted and extended again and the tines were back to normal and they were reported to be evenly spaced. The electrode performed its second ablation and finished the procedure without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.